Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. The suture loop was broken with a portion still attached to the trip wire loop. The ligator head and bands were not returned for evaluation. The trip wire was kinked and not secured in the handle assembly slot; however, the proximal loop was found retracted into the handle assembly. The handle assembly slot and trip wire did not present evidence that the trip wire had been secured during use. A functional evaluation of the handle was performed by turning the handle knob at 180º and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, the complaint that the bands failed to deploy was not confirmed; likewise, investigation did not confirm the reported failure of handle broken. It appears that the trip wire not properly secured during the procedure affect the deployment activity of the bands. Therefore, user / use error is selected as the most probable root cause classification. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to seven devices used during the same procedure. Refer to manufacturer report #s 3005099803-2014-01907, 3005099803-2014-01909, 3005099803-2014-01912, 3005099803-2014-01910, 3005099803-2014-01911, 3005099803-2014-01913, and 3005099803-2014-01914 for the associated device information. It was reported to boston scientific corporation that seven speedband superview super 7 devices were used in the esophagus to treat esophageal varices during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician had much difficulty rotating the handle and the bands could not be released; therefore, all the bands failed to deploy. The same problem was noticed with the other six devices used during the procedure. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to seven devices used during the same procedure. Refer to manufacturer report #s 3005099803-2014-01907, 3005099803-2014-01909, 3005099803-2014-01912, 3005099803-2014-01910, 3005099803-2014-01911, 3005099803-2014-01913, and 3005099803-2014-01914 for the associated device information. It was reported to boston scientific corporation that seven speedband superview super 7 devices were used in the esophagus to treat esophageal varices during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician had much difficulty rotating the handle and the bands could not be released; therefore, all the bands failed to deploy. The same problem was noticed with the other six devices used during the procedure. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of bands failed to deploy. Reported event of handle broken. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.